Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the blue biopsy needle stopper was not functioning correctly. The white screw was unable to be screwed in enough to allow the stopper to press up against the needle. It was understood the inner side of the blue stopper was not a hole through to the needle. It was a piece of plastic that remained in the stopper not allowing the white screw to press against the needle and function normally. The needle was changed to a new one and it functioned normally. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The biopsy needle kit, 9733068, passive (lot# 066503919) was returned for analysis in another case. See regulatory report # 3012 165443-2019-00009 for the analysis results. If information is provided in the future, a supplemental report will be issued.